Event description:
(B)(6) developed a systemic staph infection, diagnosed on (B)(6) 2012 (I am his wife). He was started on IV and oral antibiotics and was doing well. On (B)(6) 2012, he was sent home with continued home IV antibiotic care. The pump was a curlin 4000 cms (sn (B)(4)). About 10 pm, the pump failed. It began beeping incessantly, we could not shut off the noise. There was a mystery failure code on the screen, but no instructions for use manual in the box of supplies provided. The pump was provided by (B)(6). We called their 24/7 support line to get an answering service. A nurse returned our call and translated the mystery code into "battery is low". I located a battery in the supply box, but the lid to the battery cage was jammed in place and we couldn't remove it. Finally my husband used a hammer and screwdriver to pry the battery cage open. We replaced the battery and went to bed. Try to imagine that he was feverish, weak, seriously ill, and we were without help. Home antibiotic care continues for the next four days, with the pump failing regularly every 6-8 hours. These failures, we learn, are "down occlusions", meaning there is a kink or air bubble somewhere between the pump and the bag. I could never find a kink, but there was often an air bubble near the rollers. I learned to take the tubing out of the pump, look for air bubbles, massage them out, put the tubing back and hope for a few hours of function before the pump failed again. On (B)(6) 2012, my husband and I go to (B)(6). He turns the pump off at the start of service so that it won't fail and beep during the (B)(6) and disrupt the (B)(6). To my eternal sadness, (B)(6) forgot to turn the pump on after (B)(6). No one had educated me to the early signs of dehydration and confusion and I did not know to look for them. Around noon on (B)(6) 2012, (B)(6) discovers the pump is off. When we try to restart it, it beeps and fails. There is an air bubble about a foot long in the tubing. We don't know how to change the tubing, there is no instruction manual and the nurse can't come until 4 pm. I massage and massage and massage until I get the bubbles out and finally, after an hour, the pump is working again. The nurse arrives at 4 pm and says (B)(6) is severely dehydrated and I should take him to the emergency room. His legs were retaining so much fluid that he could not walk down the stairs and I was not strong enough to help him, so I called an ambulance. By the time we arrive at the emergency room he is in extreme dehydration. He calls 'love out, love out!' Meaning he wants the lights out. The doctor says he is extremely worried. My husband survives the night, spends five more days in the hospital, and then is sent home in hospice care. He dies on (B)(6), exactly (B)(6) weeks after getting the infection. IV sets supplied by (B)(4); I cannot obtain the serial numbers of the sets he was issued. A series of administration sets was recalled by (B)(4) on (B)(6) 2012.